Manufacturer narrative:
Quality-safety evaluation of ptc ((B)(4)) was received on 07-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain") and genital haemorrhage ("excessive bleeding / abnormal bleeding (general),") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included hyzaar (losartan potassium w/hydrochlorothiazide) for blood pressure high as well as atenolol, gabapentin, medroxyprogesterone acetate (depo-provera) from (B)(6)2008 to (B)(6)2008 and procet (acetaminophen w/hydrocodone). On (B)(6)2008, the patient had essure inserted. In january 2009, the patient experienced fatigue ("fatigue"). In march 2009, the patient experienced tooth disorder ("dental problems"). In 2010, the patient experienced back pain ("severe sharp back pain") and dyspareunia ("painful intercourse"). In january 2011, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection") with vaginal discharge and headache ("headaches"). On (B)(6)2011, 2 years 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced dysgeusia ("metallic taste in mouth"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("painfui post-operative recovery"), mood altered ("moodiness, cauchy, a lot of mood changes"), rash ("every time she had period she has rashes"), weight increased ("weight gain"), weight decreased ("weight loss") and adnexa uteri pain ("adnexal pain"). The patient was treated with surgery (unilateral salpingo-oopherectomy- laparoscopic left salpino-oophrectomy) and surgery (ablation). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, back pain, dyspareunia, migraine, dysgeusia, procedural pain, mood altered, vaginal haemorrhage, headache, tooth disorder, dysmenorrhoea, weight increased, weight decreased and adnexa uteri pain outcome was unknown and the vaginal infection, rash and fatigue had resolved. The reporter considered abdominal pain, adnexa uteri pain, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, procedural pain, rash, tooth disorder, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on (B)(6)2008: total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Reporter, patient concomitant condition, concomitant drug added. New events added: mood altered, vaginal haemorrhage, vaginal infection, rash, headache, tooth disorder, dysmenorrhoea, fatigue, weight increased, weight decreased, adnexa uteri pain. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 03-nov-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 for permanent birth control. After the implant, plaintiff began suffering from severe abdominal pain, excessive bleeding, prolonged menses, severe pelvic pain, severe sharp back pain, painful intercourse, migraines, metallic taste in mouth, and irregular vaginal discharge. In late 2010, she sought medical attention for her symptoms. On (B)(6) 2014 plaintiff underwent a salpingectomy and removal of essure device. Following the salpingectomy and removal of the essure, she suffered along and painful post-operative recovery. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought.no active follow-up is allowed and further information is expected only through litigation process.